Event description:
It was reported that the tracheostomy tube's cuff would not properly inflate. The patient's mother reported the cuff had a "slow leak". Recannulation of the patient was required. There was no patient harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The device was reported to be discarded by the user's mother. No product will be returning for evaluation. A device history review of the referenced lot was conducted and no anomalies were found. No further actions are required at this time.